Manufacturer narrative:
Follow-up #1; date of submission: 06/26/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 06/11/2015 with the following findings:inspection revealed that the display screen visual was dim and discolored: the reported issue was confirmed. The reported issue was directly caused by an unidentified display failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display screen visual was dim, faded, or discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.